Event description:
The rn entered the patient's room and noted the foley was in the bed, next to the patient. The catheter had come out of the bladder. Upon inspection, it was noted the tip of the catheter near the balloon was torn and the balloon was deflated.